Event description:
The customer reported that during a laparoscopic cholecystectomy, the cautery tip became displaced from the handpiece while extracting it from the umbilical trocar entry site. The tip fell into the pt but was retrieved without any injury. The incident device came from a medline pak. The customer could not provide any add'l info regarding the catalog number or lot number of the device. The incident device is not available for eval.

Manufacturer narrative:
(B)(4). The customer reported the incident sample is not available for eval. Add'l questions in regard to the incident have been asked. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.